Event description:
Intraoperative impedance measurements were within normal limits. Post operatively, two electrodes were greater than 20000 ohms. The next day, the implantable neurostimulator was reprogrammed and impedances were within normal limits. Later the same day, impedances were greater than 10000 ohms on bipolar pairs 0-1, 0-2, 0-3, 1-2, and 2-3. Stimulation was intermittent. The hcp was unable to program stimulation coverage to the arch of the foot. The following day, impedances on all bipolar pairs were greater than 10000 ohms. Revision surgery was planned. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.